Manufacturer narrative:
H3: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the device had alarmed, displaying a "downstream occlusion" message on the screen. It was connected to a patient when the error occurred. The patient stated that he saw an occlusion warning from the pump and checked for any kinks in the tubing but found none. Per reporter, the patient received a message from the pump asking to restart the infusion, and they clicked the yes button. The pump contained a partial volume of infusion within the cassette at the time of disconnect. The continuous infusion rate was 2.2 ml/hr, and the total reservoir volume was 101 ml. The air detector and upstream sensor statuses were not specified. The infusion lasted for 46 hours, and the lock level was set to locked. A closed system drug transfer device (cstd) from equashield was used to fill the cassette, but the pump was not used to prime the extension tubing; instead, a syringe was used. The event occurred while in use with a patient at patient's home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.